Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter slitting was partially executed. The mechanical operation of the catheter was damaged. There was an issue with the catheter wire. The catheter did not peel along the score lines. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection had shown the slitting was not on score line, that caused spiral slit and the shaft was being pushed out of its position. Spiral slit causing the deflectable wire exposed. The radiopaque band was damaged/broke. The catheter tip was damaged but showed completely slit, damaged during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the physician experienced difficulty slitting the delivery catheter. Additional information reported that a metal ring came off the catheter and that surgical scissors were used to complete the slitting of the catheter and remove the metal ring. No patient complications have been reported as a result of this event.